Manufacturer narrative:
This report is submitted on 25 october 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device subsequently the device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted december 18, 2019.